Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.

Event description:
Doctor reported implant fracture at tooth site 46. Crown was moving shortly after placing it and was changed for another one and this one was also loose, until doctor noticed that the problem was that the implant was fractured at the body. An attempt to remove the implant was performed and the tool fractured trying to remove it patient returned at another appointment and the implant was removed using bone trephine. Doctor also reported inflammation. This report refers to implant fracture.